Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to dust or water droplets adhered to the electrical contacts of the scope, the cable was loosely connected, or a malfunction occurred in the processor board. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result". Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the user explained a b30 error was observed when the evis exera iii xenon light source was connected to 190 series scopes and there were no 180 scope series to use. Multiples scopes were attempted but the error code remained. The user facility did not have another light source to attempt additional troubleshooting steps with. Tac recommended sending in both the subject device and the video system center in for testing. According to the user facility upon follow up, the issue was resolved. The issue had been isolated to the subject device but no details were able to be provided on how the issue had been resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus technical assistance center (tac), a b30 communication error was observed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.